Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbj496 8732h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event /procedure because the event report implies only qty 1 suture involved/affected? 3 foils. Note: events reported in 2210968-2019-89587, and 2210968-2019-89588.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.